Manufacturer narrative:
Date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their recharger was not progressing in charge. The patient stated that everything was hooked up correctly and the recharger would come on and show like it was charging but it would not progress in charge. The repair department was contacted and a replacement recharger was requested. No patient symptoms were reported and there were no complications. Indication for use is spinal pain. Additional information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having trouble charging their ins. It was taking a long time to charge the ins, and there were coupling issues as sometimes it was full and sometimes it was zero. The patient uses adhesive disks to charge, and does not have a belt to try. A charging belt was sent to the patient. The desktop charger (dtc) was also not charging the recharger. Thus, a replacement dtc was sent to the patient. It was later reported the replacement insr that was sent to the patient did not resolve their issue, and the patient had been in pain which started a day or two after their stimulator was turned off. The caller later reported that the belt was received, however taking the adhesive discs on and off was painful for the patient. The belt did not help the coupling as the patient continued to get poor coupling. The insr also got poor communication, but the patient repositions and presses the green button to reestablish connection. They reiterated the continued difficulty charging as previously documented. The caller was redirected to their hcp. No further complications were reported or anticipated.